Event description:
We received a report from a surgery center regarding a female patient who had an intraocular lens explanted due to unexpected refractive error. It was stated the patient was very far sighted.

Manufacturer narrative:
All pertinent information available to amo has been submitted.

Manufacturer narrative:
Lens has surface residuals adhered to both sides of the optic body compatible with handling lens in an unsterile environment. Optical inspection results showed that the lens diopter was within specifications. All pertinent information available to the manufacturer has been submitted.